Manufacturer narrative:
.

Event description:
Sales representative reported the wire spayed off in the patient about 3-5 inches from the distal tip as the surgeon was withdrawing the guide wire from the cannulated switching stick. Broken pieces of the guidewire were removed from the patient. No foreign bodies remained in the patient; it was necessary to make a larger incision to retrieve the broken piece with the assistance of a hemostat and c-arm. The surgeon was advancing cannulated switching stick over the guidewire from disp hip pac. The guide wire broke off approx 60 cm from the tip.